Event description:
Customer reported on burn on glabella resulting from a soprano hair removal treatment.

Manufacturer narrative:
The treating doctor reports that incorrect treatment settings were used.